Event description:
The customer's family member reported that the customer was hospitalized for low bgs. Troubleshooting was performed. It was found out that the customer accidentally injected 25u. Also, the customer indicated that the backlight is flickering. A replacement pump was requested.